Event description:
It was reported that during a gyn procedure, the edge of the device was broken. Another device was used to complete the case. There were no consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.